Manufacturer narrative:
The product has not been returned. Therefore an evaluation of device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
The returned valve was patent and met the requirements for siphon and pressure-flow testing. It did not meet the requirements for leak testing due to a tear on one side of the delta chamber. It is unknown how or when the damage occurred. The device also did not meet the requirements for reflux and pre-implantation testing. There was proteinaceous debris in the interior and the exterior of the valve. Debris with the valve may interfere with the pressure-flow control mechanisms resulting in reflux. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. It is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. The ventricular and peritoneal catheters met the requirements for leak and patency testing. A review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that pre-operatively, when the physician performed pre-implantation testing, he found that the valve was leaking. According to the report, the physician used a new device to complete the surgery. The report stated that the product wasn¿t used in a patient and there was no impact to the patient.